Event description:
It was reported on 11/17/99 that a part of the thermal-filament sheath was observed in the right atrium while performing a mitral valve replacement. It was reported that the catheter was inserted through a special order arrow percutaneous sheath introducer kit with arrowgard blue sheath. Model ak-09897-ag. No pt complications were reported.